Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery every three hours during bolus and basal. The customer stated that he had changed the infusion set and reservoir earlier that morning and it sounded like it was trying to push insulin through and then it would stop. The customer stated that he had been receiving the alarms for two weeks and he had to change the complete set multiple times. He also reported that when the insulin pump rewinds it feels like it is not doing it with normal strength. The device will be returned for analysis.